Event description:
It was reported the colonovideoscope experienced a b30 and e216 error. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported malfunction was not confirmed, and a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device manufacture date.

Event description:
No additional information was received from the customer.